Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. However, twenty unused devices from the user's inventory were returned. The user indicated that one suspect device was used during a left heart catheterization procedure and it was during the procedure when the physician noticed that the tip shape was different that they were used to. The user then inspected their current inventory and found that all of the catheters from the same lot had the same issue. Merit initiated product removal activities on (B)(4) 2013 for four (4) specific lots of the merit performa cardiac multipack because the judkins right 40 catheter contained within the kits has a slight variation in the tip shape. A report to the FDA in accordance with 21 cfr 806.10 is in process and will be sent within the ten day requirement of initiating field action. No additional form fda3500a reports will be filed for this event.

Event description:
The user reported the judkins right catheter does not have the correct tip shape. The catheter was exchanged for a stand-alone catheter, and the procedure was successfully completed. No harm or injury was reported.